Event description:
It was reported that multiple, intermittent unexpected resets occurred. Customer's blood glucose level was in the 300's mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.